Event description:
Hospital risk management reported the following: a frail/fragile male patient was being transported from ICU to o.r which took approx. 2 minutes. The ventilator was unplugged from ac power for transport. The staff transporting the patient did not notice that the ventilator was alerting "no battery". There was no change in the patients vital signs during the transport per the monitors in use. When the patient got to the o.r the o.r staff was unable to intubate the patient. The malfunction or lack of use of the ventilator started a 'slippery slope' sequence of events, including the inability to intubate the patient and the patients overall condition. It is unknown if the reported issue with the ventilator was the cause of the patient's death but it was the beginning of a series of events. The hospital is updating procedures to include that a ventilator must be checked out for use after any service is performed. Philips advised the customer that, as noted in the user manual, to ensure the ventilator¿s safe operation always run the full preoperational check before using the ventilator on a patient.

Event description:
The customer reported the ventilator did not transition to battery power when ac power was disconnected to move the patient. The patient was removed from the device and manually bagged. The hospital risk manager reported the patient started to go downhill and they attempted to intubate. The patient died as a result of a cascading event. The risk manager reported their inspection of the device found the battery was not connected and was last serviced in (B)(6). A manufacturer's field service engineer performed evaluation and testing of the device. The service engineer reported the battery was connected and could not verify that the battery was not connected as reported by the customer. The service engineer reported all connections and tubing were secure, including the battery connector. Performance verification testing was completed and tests passed to operating specifications.